Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Unit passed the displacement test, self-test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. No unexpected pump error 130 noted. Motor was tested outside device and passed. Pump error 63 alarm (variable 3) confirmed in the pump history due to broken pin 6 trace (sda) and pin 1 trace (vdd) on u1 keypad assembly.

Event description:
It was reported that the insulin pump received multiple insulin pump errors. The customer¿s blood glucose level was unknown. The customer reported that they performed self test and received insulin pump error. The customer was able to clear the alarm. The customer was able to complete rewind the insulin pump. The customer stated that the insulin pump was not exposed to high magnetic field. The customer performed displacement test and it passed. The customer reported that the fill cannula was recorded in daily history. The customer was advised to revert to back up plan. The device will be returned for analysis.